Event description:
Boston scientific received information that the patient implanted with this pacemaker was admitted for a replacement. The patient presented to the emergency room, reason not disclosed. The patient's heart rate was 37 beats per minute. The device could not be interrogated and there was no magnet response. No adverse patient effects were reported.

Manufacturer narrative:
A request was made for the product return. Should additional information become available this event will be updated. Investigation is complete to date.

Manufacturer narrative:
Upon return to our quality assurance laboratory the device underwent detailed analysis. Visual observations noted no abnormalities. Analysis of the data in device memory showed no irregularities to contribute to the allegation. No higher than normal current drain conditions were noted during testing and detailed analysis. It is concluded that the device meets specifications for normal battery depletion. The reason for the no output and no telemetry condition was concluded to be a normally depleted battery.